Event description:
Customer reportedly received the following results on an compact plus meter, compared to a professional meter, within 10 minutes: 226 mg/dl (compact plus) and 554 mg/dl (doctor's meter) no actions taken based on the compact plus device results. Customer did take 50 units of humulog based upon the doctor's meter result and doctor's recommendation. No adverse event reported. Requested return of suspect device; however, customer no longer has the test strip drum. Replacement was sent.